Manufacturer narrative:
The insulin pump was received with a button error alarm which was due to corroded keypad traces. The unit had cracked case at display window corner, belt clip slot at battery tube threads area and reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 150 mg/dl. It was stated that the customer kept the insulin pump in their bra and they may have sweat on it. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.